Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. UDI number is (B)(4).

Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with monoject limited volume syringe and one bd 10ml syringe and one stopcock. The catheter was connected to the vigilance ii monitor and ¿catheter memory, use bolus mode" and ¿board not responding¿ error messages were shown. According to the operator¿s manual for the vigilance ii monitor, one of possible causes for the first error message is "cco cable malfunction" and a suggested action is "perform patient cco cable test." The cable used in this evaluation was verified by the cable test function of the vigilance ii monitor and passed the test. Resistance value of the thermal filament circuit was measured at 37.75 ohms, which was within specification. The eeprom data was found to be normal, both the stored data and the computed data matched. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Both the thermal filament and the thermistor circuit were continuous. The thermal filament connector was opened and all surface mount eeprom legs and about half of the circuit board (area surrounding the surface mount eeprom) were covered by an unknown white clear material. The unknown material was electrical conductive when tested with a multi-meter and could have shorted the surface mount eeprom. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the catheter body, balloon, or returned syringe. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of cardiac output issue was not confirmed, but a chemistry evaluation has been initiated to identify the unknown white clear material found on the surface mount eeprom legs and the circuit board. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that no cci/cco readings were displayed or remained fixed (not changing with patient's vital signs) when using this catheter. A new catheter was placed and the problem was solved. No patient injury. Patient demographics requested but not provided.